Event description:
It was reported that the user experienced nocturnal hypoglycemia while using the ilet system; glucose rose slightly above range before bed, the pump delivered a small correction, glucose stabilized, then trended down overnight, and the user was awakened by alerts and treated the low with oral carbohydrate (cereal). Symptoms included low blood glucose with alert-triggered awakening. Outcomes included self-treatment at home without medical intervention or hospitalization. Investigation included review of available pump and glucose trend information and user interview for troubleshooting and education. Investigation of this case revealed no device malfunction and an unclear cause for the overnight lows. It was concluded that the event was consistent with hypoglycemia of unclear etiology, with appropriate user response and stabilization. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.